Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in moderately tortuous and mildly calcified mid right coronary artery (rca). A 24 x 3.00 promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the curved part of the proximal rca and the distal edge of the stent was flared. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors.   (B)(4).